Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received a bottle with 31 deteriorated sensors. The sensors read an average of 401 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.